Event description:
On (B)(6) 2026 customer reported a falsely elevated blood lead test result issue to their inside seales representative (isr). Customer reported they tested a patient in-house on leadcare ii, and sent the patient for confirmation testing, and the results were a "drastic difference". When describing the sample collection method used, the customer reported supplies were carried into the room on a towelette and placed on benchtop prior to collection. Patient sample was collected from a heel prick. Customer did not wash patient's heel with soap and water and let air-dry, only cleaned with alcohol before collection. Customer indicated capillary tube was filled to the black line but could not recall if checked for bubbles, and any excess of sample was not wiped off from capillary tube before plunging into tr tube. Patient was tested on leadcare ii on (B)(6) 2026, and the confirmation (venous) test was performed (B)(6) 2026. They have tested 4 patients total since beginning testing, and only this one patient was sent for confirmatory testing. On (B)(6) 2026 sales representative advised customer to follow cdc recommendations for capillary blood led collection as well as instructions in the package insert. Ts requested leadcare ii test result and a copy of the confirmatory test result, as well as test kit lot number, analyzer sn used, and results from quality control testing. On (B)(6) 2026 ts called customer to follow up; customer reported the leadcare ii test result questioned was 5.2 g/dl, and the confirmation test result was <1.0 ug/dl. Customer agreed to provide other requested information (kit lot, analyzer sn, control results) to ts via email. On (B)(6) 2026 ts messaged customers to request update on pending information. The designated regional poc will visit the site to provide training on 03/18/2026.